Event description:
During an implant procedure, the pacing lead impedance was high and there was a loss of pacing on the right atrial (ra) channel. The ra lead was explanted and replaced to resolve the event. There were no adverse consequences reported for the patient.

Manufacturer narrative:
Additional information: the reported events of high impedance and loss of capture were not confirmed. As received, a complete lead was returned for evaluation in one piece with the helix fully extended meeting specification and clogged with blood. Electrical testing did not reveal any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not reveal any anomalies.